Manufacturer narrative:
The device has not yet been received for evaluation. Should additional info be received a supplemental form will be completed.

Event description:
It was reported the customer has had multiple cartridges leak from the septum. No impact to the customer's blood glucose level.